Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer stated she lost consciousness, and was taken to the hospital by the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The basal rates had been lowered by the doctor since the event. The reservoir volume was also correct. Nothing further was reported.